Event description:
Short 23 cm harmonic handpiece ace 23 made by ethicon. Harmonic handpieces have been reprocessed by ascent (vanguard). During coagulation, plastic piece from the jaw of the shears fell off inside the pt's cavity. And after, the incident with shears, we had to look for the broken piece. Surgeon found it. This is not a first occasion with reprocessed disposable instruments.